Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) , ubd: , UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they were having issues charging their implant and the issue began last weekend. Patient stated they were charging the implant and the recharger felt really warm over the weekend. Patient charged again last night and the recharger got really hot to where it almost burned them but they were able to take the recharger off. Patient denied burn marks. A replacement recharger telemetry module (rtm) was sent out. Patient also mentioned their back really hurt. When patient was able to charge the implant made them feel good and the implant worked for their pain. Patient also mentioned the controller could be more convenient or user friendly. Patient denied any issues with the controller but did mention the controller was just complicated and outdated but the controller worked.